Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a post-operative check, this left ventricular (lv) lead exhibited increased pacing thresholds and loss of capture at maximum outputs. A lead dislodgment was suspected and later confirmed via x-ray. There were no pauses in pacing greater than two seconds and no adverse patient effects were reported. A revision surgery was performed to reposition the lead. This lv lead remains in service at this time.